Manufacturer narrative:
Compromised forced sensor alarm during the basic occlusion test due to moisture damage on force sensor resistor. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case reservoir tube window corners, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system while priming. Blood glucose level was unknown. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.